Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was performed on the cfa, via "contralatal" approach. Post stent deployment, the tip of the protege everflex stent catheter shaft detached, but was present on the wire. The tip of the device broke off from the delivery system. No injury to the patient was reported.